Event description:
Info rec'd (august 29, 1997) on 9/5/97 indicates an unk pt was implanted in 1991. Pt has diabetes and a heart condition and states "his device neither goes up all the way-nor down all the way. It's a soft-on, stuck somewhere in the middle."